Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reviewed that problems with the leads may be visible in some cases, and in others, the system may need to be interrogated. The consumer stated that the patient¿s physician thought it was because the patient was very thin ¿and it was escaping¿ but since then, the patient had put on about twenty pounds so the consumer didn¿t think it was that. It was reviewed how weight may impact the implant site. The patient saw their healthcare provider (hcp) about five months prior to the date of this report and x-rays were taken. It was noted that they didn¿t see anything. When lowering and raising the settings, they were able to see the patient¿s muscles in their stomach twitching and it wasn¿t shocking all the time. No falls or traumas were reported that could be related to the issue. Although, the consumer stated that the patient did hit their head and their dog would jump on them sometimes. It was reported that the patient¿s symptoms started suddenly. Sometimes it would be just one or two shocks, and other times it would last a long time and cause a lot of pain. In addition to the shocking, the patient wasn¿t getting the desired therapeutic effect, which is what made them think there was something else going on. The consumer mentioned that in (B)(6) 2016, when the patient was implanted, they put it on the lowest setting so they didn¿t expect it to be working right away. In (B)(6) 2016, they raised the settings a lot but then they had to lower it a lot because it ¿was really going nuts.¿ it was noted that the patient had an appointment scheduled with their hcp on (B)(6) 2017. No further complications were reported or anticipated. Indications for use are gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since (B)(6) 2016 their implantable neurostimulator (ins) had been shocking them where their whole stomach around the stimulator twitches, and it was really painful when it happened. It didn't happen all day long, but it occurred at least once a day, sometimes for hours and sometimes only a few minutes. They spoke to their healthcare provider (hcp) and they tried lowering the settings a few times and then raise them more slowly. They did not really have any improvement with the stimulator symptom, yet. The patient was hoping that if they could get the shocking to stop and be able to raise the settings higher that it may be able to help more with the nausea. They further stated that some days it twitches them so bad that for hours they just lay curled into a ball. They searched the internet and could not find anything. The patient inquired about the possibility of the leads being damaged and if that would be seen on an x-ray or CT scan. They stated that they had a video of what it looked like if that would help get them some kind of answers. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member asked if the therapy only worked with solid food or if it would work with a j-tube. The patient reported that they met with their healthcare provider on (B)(6) 2017. It was also noted that the patient¿s healthcare provider had lowered stimulation again to help with the zapping. The patient¿s settings had been adjusted a few times which did not help. The patient¿s shocking had been happening almost daily since about (B)(6) 2016. Sometimes it was only a few shocks and sometimes it goes nonstop for hours. This would happen at any time for no apparent reason. The patient¿s healthcare provider thought it was due to the patient being thin and the electrical impulse may have been escaping. It was also noted that the patient physical therapist taught them how to desensitize the area and they had a prescription for a cream which did not help. The patient was on tpn in (B)(6) 2017 to gain weight which did not change the shocking either. In (B)(6) 2016 the patient weighed (B)(6) and since then with the tpn they had gained weight to (B)(6). But the shocking had not improved with the weight gain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that the hcp had lowered the device from 55 hertz to 22 hertz to see if it would help with the zapping/shocking. However, this did not resolve the shocking/zapping and the patient would have a return of nausea and vomiting. The consumer stated that it meant that the device was working, because symptoms had returned when the therapy was decreased. They wanted to turn the therapy back up again, even with the shocking. The patient was away at school and they were inquiring about a physician in the area. They also mentioned that the patient has had falls where they hit their head, but they think it had been ongoing since the patient has had it, they could not remember. No further complications were reported/anticipated.